Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that multiple electrodes showed high impedances. It was unknown if there were any external factors that contributed to the event. Troubleshooting was performed, the spinal cord stimulation (scs) system was interrogated. Surgical intervention occurred. The action taken to resolve the event was removed and replaced the implant. The issue was resolve at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
The implant date reported was (B)(6) 2013.

Event description:
Additional information was received from the rep reporting the high impedances were first observed on (B)(6) 2017. It was clarified that only the lead was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.